Event description:
The manufacturer received information alleging ventilator inoperative error codes occurred. There was no serious patient harm or injury that occurred or was reported. Evt_tpy_held_in_bm means therapy cpu is still running in boot monitor software. Evt_power_vbus_dropped means v_bus dropped below 8.000v. Additionally, not related to the reportable ventilator inoperative error codes, an error code related to the air filter and an error code related to the calibration data table occurred. Evt_inlet_filter_blk means the air filter on the blower intake is clogged. Evt_cal_data means erase or write a calibration data table. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging ventilator inoperative error codes occurred. There was no serious patient harm or injury that occurred or was reported. Evt_tpy_held_in_bm means therapy cpu is still running in boot monitor software. Evt_power_vbus_dropped means v_bus dropped below 8.000v. Additionally, not related to the reportable ventilator inoperative error codes, an error code related to the air filter and an error code related to the calibration data table occurred. Evt_inlet_filter_blk means the air filter on the blower intake is clogged. Evt_cal_data means erase or write a calibration data table. During the evaluation of the device at the third-party service center, the device passed the pre-test but it was determined that replacement of the system board was required to address the issue related to the evt_tpy_held_in_bm error. The device evaluation did not identify any specific component malfunction that would need to be replaced to resolve the issue related to the evt_power_vbus_dropped error. The device evaluation did not identify any specific component malfunction that would need to be replaced to resolve the additionally reported non-ventilator inoperative error codes, but the air foam inlet filter, particulate filter and muffler will be replaced as they would be during preventive maintenance.